Manufacturer narrative:
Device received with missing segments due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.